Event description:
It was reported that the patient was experiencing dizziness. It was also reported that there was a loss of capture when the device site was touched. It was noted that they thought there may be a header issue with the device. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a device serial number, the manufacturing date cannot be determined. (B)(4).